Event description:
(B)(6) has informed (B)(4) of a pt incident in (B)(6) involving an adult laerdal silicone resuscitator (lsr). It was reported that following cardiac surgery, a pt was being transferred to ICU while bagged with the lsr and it was noted that the pt's blood pressure and oxygen saturation were dropping. The pt was returned to the operating room and placed back on the anaesthetic gas machine for ventilation. The doctor inserted a needle in the chest and a chest tube was inserted. Vital signs recovered. The anaesthetist asked that the resuscitator be checked and it was discovered that 2 lip valves were stacked together. A new resuscitator was obtained and the pt was transferred to ICU and placed on a ventilator. The pt had a normal recovery from this point forward.

Manufacturer narrative:
The reported device was not returned for eval and was reportedly sent for cleaning and decontamination, and was then placed back into circulation. The user facility tested the device and found that exhalation was blocked. Visual inspections then found 2 lip valves stacked together in the pt valve. The hosp states that two lip valves had inadvertently been placed in the pt valve of the resuscitator during the reassembly process. The hosp claims that the resuscitator components were laerdal components. A qa rep from (B)(4) met with the hosp on may 6th. The incident was reviewed. Cleaning and reassembly procedures were reviewed. Warnings regarding the hazard of stacking lip valves and test for verification of proper assembly are clearly stated in the dfu. This was reviewed with hospital staff.